Manufacturer narrative:
Investigation found the platen door bent due to impact causing it to not close and unable to perform tests. Pump's platen door was replaced to resolve the issue.

Event description:
Customer states that the pump's platen door was hard to close and open. There was no patient impact reported.